Manufacturer narrative:
The pump was returned assembled with the driveline intact. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump's inlet port. The sealed outflow graft and the sealed outflow graft bend relief were also returned detached from the device. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. The outflow elbow was returned attached to the pump¿s outlet port. Examination of the sealed inflow and outflow conduits upon disassembly of the device revealed tissue-like depositions admixed with fixed blood. The hard, grainy texture of these depositions suggests that the explanted pump was treated with a fixative agent (e.g. Formalin, formaldehyde, paraformaldehype) before being returned for evaluation. Further evaluation of the device revealed similar depositions of fixed blood throughout the pump. Additionally, examination of the rotor inlet upon disassembly of the returned device revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicate that they likely formed over an undetermined period of time while the device was supporting the patient. Although a root cause for the development of the observed formations could not conclusively be determined, they could have contributed to the patient¿s hemolysis. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists device thrombosis, hemolysis, bleeding, and stroke as potential adverse events that may be associated with the use of the left ventricular assist system. The device history records were reviewed and showed no deviation from the manufacturing and quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). The explanted device is expected to be returned for analysis. It has not yet been received. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient showed signs of hemolysis with a plasma free hemoglobin value of 2360 mg/l and a lactate dehydrogenase level value of 5235 u/l. A review of the submitted system controller data log file on (B)(6) 2015 revealed that the pump parameters displayed no high power values or elevations. An echocardiogram and CT scan revealed an open blood pathway of the inflow conduit and outflow cannula. No obstruction was observed. On (B)(6) 2015 the surgeon decided to perform a lysis therapy procedure. On (B)(6) 2015 the patient expired due to cerebral bleeding. No further information was provided.